Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient, the device inappropriately self-switched to pace mode. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.